Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was properly inserted.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the needle had deployed late and cannula did not inject into the infusion site.